Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states during a ladg, prior to use on a patient during procedure, the device was loaded onto idrive, and checked for open and close. Then the device was approached to the target tissue, and green button was pressed. However, the device did not fire. Rotation and articulation of the jaw were fine. The reload was reloaded but the issue was duplicated. Another reload was used to continue. Operating time extended: less than 30 min.

Manufacturer narrative:
Manufacturer reference number: (B)(4) evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative powered stapler for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. The returned sample was found to meet specifications. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.